Event description:
An elderly patient being attended to post-gastroparesis/ileus. Patient expressed need for pain relief for back pain and requested a heat pack. Nurse activated heat pack and contents shot out of the top and went into patient's eye and on nurses' clothes and face. Nurse flushed patient's eye/face with no residual issue and no additional treatments required. Nurse experienced no injury and required no treatment, however her scrubs had to be disposed of and replaced. Heat pack was not retained. Patient & nurse had no residual issues.